Event description:
During a soft tissue fixation procedure the surgeon had difficulties getting the shaft of the driver to fit into the head of the screw. As a result, there was a one hour delay reported. A back-up screw was available and successfully used. There was no patient injury or complications which required additional surgical intervention.